Event description:
It was reported that during a routine follow-up, multiple auto-mode switch episodes were observed due to oversensing. The lead was capped and replaced. Patient was in stable condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.